Event description:
It was reported that during a procedure to treat a lesion in the tortuous and calcified right coronary artery, pre-dilatation was performed. A 3.5x33 rx xience prime stent delivery system (sds) was advanced without resistance and implanted. Post stent deployment a dissection was noted at the distal end of the stent and a 3.5x15 rx xience v stent was implanted to treat the dissection. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency.